Event description:
10 days after the implantation of a distractor plate, the flexible shaft could not distract the device as the force was too great. The doctor thinks this is from the excessive fibrous tissue on-growth. A revision surgery will take place to replace the flexible shaft with a solid shaft to continue the distraction.